Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08141. It was reported that perforation with subsequent cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. After placing a 16fr non bsc sheath, the watchman® access system (was) was positioned in the laa. While advancing the 24mm watchman ® laa closure device & delivery system in the was, the was perforated the laa resulting in cardiac tamponade. Pericardiocentesis was performed to drain the excess fluid. Once the patient was stabilized, the patient was transferred to surgery to repair the perforation. Post-surgery the patient was in recovery and stable.